Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "inaccurate cgm values" occurred. On (B)(6) 2026, the patient experienced sweating, trembling, irritated and tachycardia. The patient reported that these symptoms initially made them think they were hypoglycemic. Because of the symptoms, an ear infection, and taking a sleeping pill in order to sleep better, the patient went to the hospital. There was no indication that the ear infection was related to the inaccuracy. When a fingerstick was taken the cgm reading was 72 mg/dl, and the blood glucose reading was 448 mg/dl. The patient was treated with 7 units of insulin, but the route of treatment could not be confirmed. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the d zone of the parkes error grid.